Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Other device used: catalog #00576401452, nexgen lps-flex option femoral component, lot #61594197. No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed and no deviations or anomalies were identified. These devices were used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.